Manufacturer narrative:
Product was not returned to the manufacturer. No examination could be performed. As reported : mobi-c implant fell apart. The event occur while repositioning the implant . Its occured prior full implantation. No delay of the surgery sup then 30 min was reported. No impact on patient. And the same inserter was used to continue the surgery. Provided data specifies that "distraction was done before repositioning the prosthesis and it was pulled straight out of the disc space" provided information indicate that the reporter believe that "the surgeon did not encounter any resistance and he dont think that the issue was related to contact with the surrounding tissues. In addition he believe that the implant teeth had reached the vertebrae the review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. On the basis of the available information the investigation of this case led to a non product issue root cause. The probable root cause is an user error. Indeed, as mentioned in the surgical technique it's recommended to avoid lateral and rotational movements during the insertion of the implant. In addition, as reported the implant teeth had reached the vertebrae which have caused a resistance while pulling out the implant. The investigation led to no product issue. Root cause: surgeon did not follow the instruction while repositioning the implant.

Event description:
Mobi-c p&f us: disassembly.

Manufacturer narrative:
Device not received yet.

Event description:
Mobi-c p and f us : disassembly. Mobi-c implant fell apart upon repositioning while still attached to inserter. No adverse effect for the patient. According to reporter, surgical technique was followed, distraction was done before repositioning. But the implant teeth had reached the vertebrae when repositioning which could have caused the implant to disassemble. The same inserter was used to complete the case. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device will be returned but not received yet by manufacturer.